Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The cartridge indicated ¿ull while the pump indicated198 units left of insulin. This reportedly occurred several times. There was no indication that the product caused or contributed to an adverse event. This is reportable as an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the black box indicated that the pump was delivering the expected basal rate until (B)(6) 2016 03:26 pm, after which the pump was never re-primed after a reboot. The pump history indicated multiple alarms went unacknowledged for 11 days. During investigation, the pump powered on normally and a 100 unit cartridge was appropriately loaded; ez-prime steps were successfully performed with no issues occurring. A test bolus of 10 units was correctly delivered and recorded appropriately. The pump correctly displayed the appropriate remaining insulin reading during investigation. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. (B)(4).